Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from healthcare provider via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 100.0 mcg/day) via an implanted pump. The indication for use was cerebral palsy and intractable spasticity. It was reported that there was some issue with the catheter that was confirmed via a dye study. They were unable to aspirate. On (B)(6) 2015, the catheter was revised. The spinal segment remained intact and implanted; a new pump segment was added. It was unknown by the reporter if the patient had any symptoms related to the event. The cause of the issue was unknown. The catheter issue was resolved and the patient was doing well.